Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet surgical post market surveillance lab on 18 may 2020 revealed the comb was damaged. Repair of the device was not performed because it is awaiting customer decision on the repair. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the zimmer skin graft mesher was having a binding issue. No adverse events were reported as a result of this malfunction.